Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After completion of the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed and yielded approximately 350 ml of fluid. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on april 4, 2018. A female patient was diagnosed with atrial fibrillation and atrial flutter and underwent an ablation procedure with the smart touch catheter. During the ablation phase, the patient experienced tachycardia and blood pressure drop. Patient had a transseptal puncture with a st. Jude medical brk1 needle. Patient required surgical intervention and extended hospitalization. The physician¿s opinion the cause of the adverse event was patient condition related, as the patient had a frail and thin atrium. There was no product or procedure malfunction. No error messages were observed during the procedure. Patient was provided an unknown anticoagulant during the procedure and their activated clotting time range was maintained during the procedure at greater than 300 seconds. The smart touch catheter was not in close proximity to another catheter. Power was not titrated during ablation. Irrigated flow settings were set at 17 ml/min and an agilis 8.5 fr sheath was used. Generator power mode was at 30 watts. Temperature, impedance and power at the time of the injury was unknown. The overall ablation time at the site of injury was approximately 60 seconds. However the last ablation cycle time at the site of injury was unknown. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. Patient had previously undergone ablation procedures and cryo-isolation of pulmonary veins. Patient experienced no residual effects. It was reported that the patient was doing well two days post-operative and was fully recovered. Manufacturer's ref. No: (B)(4).